Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed on the inside of the cartridge compartment. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/29/2015-product analysis:the device was returned and evaluated by product analysis on 10/15/2015 with the following findings:no moisture or damage was observed to the cartridge compartment. Unrelated to the complaint, a pump case crack and a battery compartments were observed. Leak testing revealed a pump case leak. The battery cap removal slot was damaged. The cap was used for investigation.